Event description:
Device malfunction: cuff miss and/or suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that twenty undocumented events occurred. Reportedly, the events were a mixed group of cuff miss and suture break. No specific numbers of devices per event, procedures, or date of occurrence were identified. There were two physicians involved who were reported to be trained in the use of the proglide device and attempted arteriotomy closure of unspecified arteries after unspecified procedures. Hemostasis was achieved by unknown methods. There were no reported adverse patient effects. Attempts were made to obtain additional information; however, details were not provided.

Manufacturer narrative:
The customer reported the devices were discarded. The lot number was not identified; therefore, a device history record review could not be performed.